Event description:
This lv lead was implanted on.(B)(6) 2017, and remains implanted at this time. A call was placed to technical services on (B)(6) 2017, stated that lv lead had issue, not seeing sufficient lv pacing. It looks like lv might oversensing la, and that is leading to inhibition of lv pacing. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).